Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records on (B)(6) 2008, patient underwent a spinal fusion surgery done on the l5-s1 levels using rhbmp-2/acs . Patient started to experienced enormous amount of debilitating lower back pain and pain in left leg. Patient also underwent an MRI and CT scan which revealed a large wildgrowth of bone around the spinal cord and it compressed the nerve leading to the left leg and totally closed the foramen in the l5. On (B)(6) 2015, patient had to undergo an additional surgery to relief the nerve and remove all the excessive bone material. Patient experienced pain and had been off work for 5 months.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent transforaminal lumbar interbody fusion surgery on the lumbar region of h ER spine from vertebrae l5 to s1. Reportedly, patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage, i.e., in the disc space. Allegedly, the patient's post-operative patient complained of increasing low back pain, left leg radicular symptoms, and left foot drop .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: severe and chronic low back pain secondary to l5-s1 degenerative disk. The patient underwent the following procedures: left l5-s1 microscopic decompression for microdiskectomy and tlif with: spacer; local autograft; rhbmp-2/acs; bilateral ls-s1 percutaneous pedicle screw fixation as per op-notes, ¿a trial spacer was selected and ultimately a 10-mm spacer was impacted across the defect. Ap and lateral fluoroscopy was then used to verify satisfactory position of the spacer. The spacer was removed from the disk space. The wound was irrigated with copious amounts bacitracin-impregnated saline solution and following this, the rhbmp-2/acs impregnated gel with morselized bone chips was placed across the l5-s1 disk space. ¿no intra-operative complications were reported.